Event description:
It was reported that the patient experienced an episode of syncope. Interrogation of the device showed asystole episodes due to loss of contact. The device was not able to detect real cardiac arrhythmia. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).